Event description:
During the inspection of the ventilator it was noticed that ventilator's nozzle units were defective. There was no patient involvement. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
It was claimed that the ventilator generated o2 cell/sensor failure alarm. On-site investigation was performed by our field service engineer. During troubleshooting it was noticed that o2 cell/sensor test failed during pre-use check. According to received information replacement of the maintenance kit including nozzle units solved the issue. The ventilator passed all functional and safety tests and was cleared for clinical use. The nozzle unit is part of the gas module and regulates the inspiratory gas flow to the patient. It consists of a membrane, a mouthpiece and a feather spring. The membrane in the nozzle unit is pressed against a mouthpiece with a feather spring to regulate the gas flow through the gas module. As the parts were damaged during the repair, they are not more required to be returned for further in investigation. According to the manufacturer¿s specification the complete plastic nozzle unit must be replaced during preventive maintenance. Based on information provided by technician last preventive maintenance was performed in june 2025, which is sooner then a year, or every 5000 hours of operation. Provided device's logs were incomplete, hence the issue was not confirmed on the indicated date of event. The cause of the claimed issue in this customer product complaint has been determined. The issue was related to defective nozzle units. The UDI information is not available since the device was manufactured before 2015.